Manufacturer narrative:
The reported events of device in backup mode and extra cardiac stimulation were not confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
It was reported, that the patient presented in clinic, due to shortness of breath and discomfort. Device interrogation revealed, back up operation and extra cardiac stimulation on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.